Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 95% stenosed distal right coronary artery, which was mildly tortuous and moderately calcified. An unsuccessful attempt was made to cross the lesion with a 2.75x12mm xience v stent delivery system (sds). The 2.75x12mm xience v sds was removed and the lesion was pre-dilated using an unspecified nc balloon. The 2.75x12mm xience v sds was reinserted into the patient anatomy and an attempt was made to advance the sds, but the shaft separated proximally. The distal portion of the 2.75x12mm xience v sds was simply removed from the patient anatomy without issue. The procedure was completed using a non-abbott sds. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.